Event description:
It was reported to philips that the system was unbale to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, fse checked the voltage of the system and tested good. Power all the way to m-cabinet pdu rotary knob. Tested various fuses within the fan power tray. The fse checked mains interface module and ups control board all tested good. Fse couldn't be able to find the problem, so fse ordered a part for a replacement fan power tray, mim, and ups control board. To resolve the issue, fse replaced the fan power tray. The defective pdu(power distribution unit) fan tray was returned to philips for failure analysis and the cause of the pdu fan tray failure was found to be housing (mechanical caused by component). After replacement of the fan power tray, the system was returned to use in good working order. The codes were updated based on the investigation outcome.